Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no issues found on the door. A field service engineer performed inspection process and diagnostics confirmed all was working fine. The system functioned as intended after the field service engineer tested the device. E1 - initial reporter addr 1: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid.